Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the share logs was performed and found for serial number (B)(6) within the investigation window.  The allegation was confirmed. The probable cause was determined to be the mobile device lost power. The reported event of signal loss over 1 hour is reportable because we can see a loss of connection in the cloud data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.